Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had low battery alert. The customer's blood glucose level was unknown at the time of incident. The customer stated that the battery cap is not loose, cracked or damaged. The customer reported that this is the second occurrence of replace battery alert or replace battery now without a low battery warning. Advised the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, sleep current measurement and active current measurement. All currents within specification range. The insulin pump was monitored and no unexpected power loss or replace battery now alarm noted during testing.